Manufacturer narrative:
The complainant indicated that the product had been disposed at the user facility. The root cause of the reported incident could not be determined.

Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the moderately tortuous left anterior descending (lad) artery. The quantum maverick monorail balloon ruptured at 8 atms on the first inflation. The procedure was completed with a different device. No pt injuries or complications were reported. The patient's status is reported as "good".